Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On january 23, 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 3 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of "321 mg/dl" with the subject meter and "223 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that he manages his diabetes with a fixed dose of insulin (unknown type and dose). In response to the alleged issue, the patient reported taking 60 units of insulin and claimed he developed symptoms of "low blood sugar, weakness, sweating and felt dizzy and jittery" immediately after. It is not known, what medical treatment, if any, the patient received in response to the onset of the reported symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.